Manufacturer narrative:
The event occurred in croatia. It was reported that during patient treatment the flow measurement of the rotaflow was not displayed; only "----". The rotaflow was exchanged for a backup device, with no consequences to the patient. No harm to any person has been reported. The affected rotaflow console was investigated by a getinge field service technician and the reported failure could be confirmed. It was detected that the coaxcable on the lemo rfd master connector inside the device were switched. No parts has been replaced. The device was checked and is working as intended. The most probable root cause could be determined as a service issue, as the switched cable could only happen during service work on the device. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-04-30 and during the period of 2020-12-07 to 2023-12-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-12-07. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. This complaint was found in the complaint data base as a single event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment the flow measurement of the rotaflow was not displayed; only "----". The rotaflow was then exchanged for a backup device, with no consequences to the patient. No harm to any person has been reported. Complaint ID (B)(4).